Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated at the service center. The complaint was not confirmed. No defect was found upon evaluating the device at the service center. Since the issue experienced by the customer could not be reproduced, no root cause is available for the reported failure. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformance related to the reported complaint condition were identified since no defect was confirmed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the biomed technician via phone that the fms vue pump was delivered to his shop with a note stating that the intake flow does not stop. There was no patient involved. The biomed tech stated that this is the only information available to him.